Event description:
It was reported that the bd¿ syringe with needle had a defect at the endpoint. The follwing was reported by the initial reporter: at 19:30 on (B)(6) 2023, the nurse extracted the sealing solution and prepared it for intravenous infusion to the patient. When the needle was found to be forked, it was immediately discarded.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle had a defect at the endpoint. The following was reported by the initial reporter: at 19:30 on (B)(6) 2023, the nurse extracted the sealing solution and prepared it for intravenous infusion to the patient. When the needle was found to be forked, it was immediately discarded.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301947 and lot number 2108210. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were examined; however, no cannula point defects were observed. Based on the investigation results, an exact cause could not be determined for the reported incident. If the samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.